Event description:
Patient was hospitalized for treatment of an infection at both the generator and lead sites following vns implant. The treating physician reportedly believed that the patient's body was rejecting the lead and generator. Both the generator and the lead were explanted. The patient has fully recovered and the infection is resolved. A re-implant is not scheduled at this time.